Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 68 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Event description:
Customer reported filling tubing while remaining connected at the site, which resulted in a blood glucose level reading of 68 mg/dl, indicating low blood sugar. Customer consumed carbohydrates and candy to address the low blood glucose level and did not require assistance from a third party. Technical support identified the incident as a user error and clarified proper operation of the system, advising customer to disconnect when filling tubing. Customer understood and acknowledged the guidance provided.